Event description:
The lead was explanted due to a report of j retention wire fracture with protrusion through the outer polyurethane insulation. The subclavian approach was abandoned due the lead insulation "bunching up" and a femoral approach was taken. The physician noted there was a small perforation of the innominate vein due to the stainless steel sheath. No further complications noted.